Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the display device showed a transmitter failed error . No additional event or patient information is available. Data was provided for analysis. Data analysis revealed fatal error on the incident date (B)(6) 2019. Confirmation of the display device showed pair new transmitter was confirmed. Probable cause could not be determined.